Manufacturer narrative:
The reported event of a kinked lead was confirmed. As received, a complete lead was returned in one-piece. The lead was returned with the helix retracted and clogged with blood and tissue. A visual and x-ray examination revealed the lead and the stylet used at the procedure were kinked consistent with procedural damage. No other anomalies were observed during analysis.

Event description:
It was reported that the right ventricular (rv) lead became kinked during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.